Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose over 600 mg/dl. Customer treated with a bolus. She expressed no symptoms of high blood glucose but stated that she believed something was wrong with the insulin pump. She stated that the drive support cap appeared normal. She found no air bubbles in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She was unable to perform the high pressure test. Nothing further was reported.